Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Cec adjuciated non-q-wave mi (target vessel), mdt extended historical peri-pci, same day as the index procedure, and adjudicated stent thrombosis as no event.

Manufacturer narrative:
The patient also has a prior medical history of atherosclerosis, hypothyroidism, anemia, occlusion and stenosis of unspecified carotid artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is a former smoker. If information is provided in the future, a supplemental report will be issued.